Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician placed a taxus express2 3.0 x 16mm drug eluting stent to the left anterior descending (lad) artery. The stent was deployed at 9 atms and post dilated at 14 atms with a 3.0x15mm quantum maverick balloon. The stent was well positioned, but under sized. No pt injuries or complications were reported. Pt status post procedure is noted as fine. Plavix was prescribed post procedure. The pt was taken off of plavix for a dental visit and presented to the emergency dept with st elevation and thrombosis was found in the previously placed taxus stent. The thrombosis was treated with a 3.0x12mm quantum maverick balloon, an export catheter and then again with a 3.5mm quantum balloon. No pt injuries or complications were reported. Pt status post procedure is noted as fine. Reopro was used prior to the procedure. Plavix and aspirin were used during the procedure and prescribed upon discharge.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.